Manufacturer narrative:
A doctor alleged that a patient experienced sensitivity after breeze cement was used with a titanium crown. The crown was removed. Tooth #15 was extracted because endodontics was contraindicated due to the level of bone loss. Attempts were made to contact the doctor for follow-up information on the patient's current condition; however no response was received from the doctor. The product involved in the alleged incident(s) was not returned; therefore, a retain sample was evaluated, yielding results within specifications.

Event description:
A doctor alleged that a patient experienced sensitivity after breeze cement was used with a titanium crown. The crown was removed. Tooth #15 was extracted because endodontics was contraindicated due to the level of bone loss.